Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, g.2, h.3, h.6.

Event description:
Device has been explanted and not replaced.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, d.1, d.3, d.4, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Manufacturer of the device is unknown. Device remains implanted.

Event description:
Patient reported left side deflation. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, void >1 mm in non-textured, valve-to shell-bond area and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.